Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reported the following results that obtained from finger within 10 minutes: 246 mg/dl, 145 mg/dl, 110 mg/dl. No adverse event reported. The meter and strips have been replaced and requested for return.